Event description:
Following a knee surgery procedure, a male patient was warmed using an easywarm blanket during pre operative preparation. The blanket was applied in the operating theatre antechamber with an ambient temperature of approximately 20°c. According to the user, the blanket covered the patient from the upper body to the hips. A linen sheet was placed between the patient's skin and the easywarm blanket. The patient's skin condition prior to use was described as normal with no noted abnormalities. No information was available regarding pre use blood pressure, though it was presumed normal for surgery preparation. The presence of peripheral vascular disease was not known. The blanket was removed from packaging and activated only a few minutes before application. The pads were placed facing upward as intended. The blanket was not folded over itself, was not secured with straps, and no external pressure from the patient or other objects was reported. The blanket was not preheated, and there was no known exposure to excessive oxygen. The device remained in place for approximately 1 hour to 1 hour and 15 minutes. Severe redness was observed on both sides of the patient's chest upon removal of the blanket during transfer from the operating theatre airlock. A blister was later noted on the right side of the chest while the patient was in the recovery room. The affected areas were described as follows: right nipple region approximately 15 × 10 cm (possibly larger) with blistering, and left chest below the nipple approximately 10 × 10 cm with severe erythema. The degree of burn was not reported; however, blistering was present. No surgical intervention, such as grafting, was required. Information regarding patient recovery was not available, as the patient was no longer hospitalized at the time of follow up. The presence of a blister is clinically consistent with at least a partial thickness (second degree) burn, which involves damage to the epidermis and part of the dermis and typically presents with redness, pain, swelling, and blister formation. Although the exact burn classification was not confirmed during follow up, the available information indicates that the injury exceeded superficial (first degree) involvement. Because the degree of burn could not be definitively determined and no detailed clinical assessment or treatment documentation was available, a conservative and safety-protective approach has been taken. Based on the presence of blistering and the potential for a partial-thickness burn, the event is being classified as a serious injury potentially associated with the use of a mölnlycke device. In accordance with FDA MDR requirements, any incident where a device may have caused or contributed to a serious injury must be reported. Therefore, this complaint meets the criteria for mandatory reporting to the u.s. FDA and is considered reportable. Representative sample from the same lot was sent to the manufacturer. Actual device used was discarded.